Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse responded to an ail alarm for an infusion of levophed, dosage unspecified. The nurse engaged the roller clamp, removed an IV tubing from the pump, and when no visible air was observed, replaced the tubing into the pump with the roller clamp still engaged. Although information regarding unclamping of the IV set was not provided, the nurse presumed that the patient received a bolus of the levophed after she noted the patient's bp elevated from a baseline of high 90s to low 100mmhg range up to just over 200mmhg. The nurse temporarily stopped the levophed infusion and the patient's blood pressure returned to normal after approximately 5 minutes. There is no report of medical intervention that may have been required as a result and the patient had no lasting effects.